Manufacturer narrative:
The inner insulation was found to be abraded at 24.3 cm and 24.9cm from the connector pin region consistent with overtightened sutures. This is consistent with the observation from the field of noise.

Event description:
It was reported that noise was also observed on the ra lead. Lead revision was recommended and device was programmed. Patient later presented to the operating room. Patient was asymptomatic. Ra lead was explanted and replaced. Patient is stable post procedure.

Manufacturer narrative:
(B)(4).

Event description:
New info received: clavicular crush was noted on both ra and rv lead. No further information available.